Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported system message (sm) and cassette issue. The nonconforming fluidics module was replaced to address these reported events. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported sm and cassette issue can be attributed to the nonconforming fluidics module; however, without a sample, the component level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the "quad" phase of a cataract extraction procedure a system message displayed. The system was rebooted but the cassette would not be accepted by the system. The case could not be completed. The patient was transferred to another facility for completion of the surgery.